Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ italy investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the device stops during use, and sometimes starts but works slow. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h11. Correction: d4 - UDI number. Review of the most recent evaluation determined the blade locking system and the ball bearings were malfunctioning. Review of complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and serial combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.